Manufacturer narrative:
(B)(4). (B)(6). The device was discarded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other rx graftmaster is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation in the mid right coronary artery (rca). An attempt was made to cross the perforation with a 2.8x16 rx graftmaster covered stent but this device failed to cross due to a sharp bend in patient anatomy and was withdrawn. An unspecified drug-eluting stent was then deployed, which slowed down the bleeding. An attempt was then made to cross the perforation with another 2.8x16 rx graftmaster, but this device also failed to cross due to the sharp bend in anatomy and was withdrawn. Subsequent imaging then showed the perforation began to self-seal and another graftmaster was not needed. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.